Event description:
A physician reported that during intraocular lens implantation surgery, the surgeon noticed that the leading haptic was broken after insertion so subsequently the lens was removed during initial procedure without any harm to the patient. Additional information has been requested, but no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).